Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reaz1302 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient accepted PICC catheter placement on (B)(6) 2017. After placement of the catheter it was found that blood return occurred in the catheter. After confirming that the catheter was not in the neck and withdrawing the guidewire, it was found that there was a break 3 cm away from the puncture site when flushing with normal saline. It was found through communication with the catheterization nurse and previous assistance in the operation, that the catheterization nurse did not inspect the integrity of the catheter as required before catheter placement, nor did she withdraw the guidewire as required. Instead she withdrew the guidewire by winding the guidewire into circles on her hands. No reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break near the puncture site was inconclusive due to the sample condition. One photograph was provided for investigation. The photo showed the portion of the 4fr s/l groshong nxt PICC that extended from the insertion site. The PICC was being held between the thumb and forefinger. Portions of the gloved fingers appeared glistening and wet. A bead of fluid was observed on the external surface of the catheter on what appeared to be the blue stripe. A portion of the nxt connector was observed beneath the thumb. The cause of the reported event could not be determined from the photograph. A lot history review (lhr) of reaz1302 showed no other similar product complaint(s) from this lot number

Event description:
It was reported by the nurse that the patient accepted PICC catheter placement on (B)(6) 2017. After placement of the catheter it was found that blood return occurred in the catheter. After confirming that the catheter was not in the neck and withdrawing the guidewire, it was found that there was a break 3 cm away from the puncture site when flushing with normal saline. It was found through communication with the catheterization nurse and previous assistance in the operation, that the catheterization nurse did not inspect the integrity of the catheter as required before catheter placement, nor did she withdraw the guidewire as required. Instead she withdrew the guidewire by winding the guidewire into circles on her hands. No reported patient injury.